Manufacturer narrative:
Under 21 yrs of age at date of implant. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -11.5/2.0/096 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2021. From patient's right eye (od) due to excessive vault.this resolved the problem cause of the event is reported as unknown.